Event description:
Related manufacturer reference number: 2017865-2022-46615. It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead and the right atrial lead exhibited noise oversensing. No intervention was performed. The patient was stable.